Event description:
Company sales representative reported anaplastic large cell lymphoma (alcl) in right breast, confirmed by health professional. Cytology confirmed diagnosis; cd30 positive, alk negative. Patient has a history of left side breast cancer. The patient presented with seroma only, no systemic symptoms.

Manufacturer narrative:
Submitted medwatch (B)(4) 2011. Extension granted today (B)(4) 2011. Device labeling addresses the reported event of seroma as follows: the core study: at 7 year adverse event rates: for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling = 7.1%. There were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. "After breast implant surgery, the following may occur and/or persist, with varying intensity, and/or for a varying length of time: hematoma/seroma." (Allergan silicone - filled breast implant labeling).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).